Event description:
It was reported that the patient experienced a shocking sensation in his chest after his device was programmed for sensing capability which was two months prior to the report. Sensing was turned off; however, the patient still had a shocking sensation when he was sitting in a chair. He turned his stimulation way down to avoid getting shocked in his chest rea. He also said it locked up his shoulder too. The healthcare provider (hcp) later reported that the cause of the event was not determined. It was unknown if it was device related or if reprogramming was needed. It was unknown how the patient was doing. The hcp wasn¿t aware of the issues the patient experienced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a190, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a190, serial# (B)(4), implanted: 2014-(B)(6), explanted: product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).